Event description:
On (B)(6) , the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The reporter alleged that the audio bolus button was under-responsive and there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2014 with the following findings: the complaint could not be duplicated. The pump was returned with no visible damage to the audio bolus button cover. During testing, the audio bolus button was unresponsive. There was evidence of moisture observed behind the display screen. The pump was opened and moisture was observed on internal components of the pump. Unrelated to the initial complaint, the battery compartment was observed to be cracked; and the leak test failed due to a battery compartment leak.